Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user's pattern of behavior around over-treating hypoglycemia and missed and late meal announcements leading to maladaptation of the device. This behavior was due to the user self-starting on the ilet prior to receiving training. In addition, having the device volume set to "off" likely contributed to the severity of the event. The device was factory reset and the user received appropriate training after the event.

Event description:
On 7/10/24 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 7/10/24. The user reported having short-term memory issues and had started using the ilet prior to receiving proper training, leading to issues with high and low blood glucose levels. Before the training, the user's daughter had to administer glucagon for a bg level of 30 mg/dl. On (B)(6) 2024, the cds met with the user and completed a full training session. During this session, a factory reset was performed on the ilet because the user had been incorrectly announcing meals with no carbs and over-treating lows, resulting in rebound hyperglycemia.